Event description:
It was reported that the main board sparked and caught on fire.

Event description:
It was reported that the main board sparked and caught on fire.

Event description:
It was reported that the main board sparked and caught on fire.

Manufacturer narrative:
Follow-up submitted with evaluation results. Cause for sparking from cpu board upon installation could not be determined as bed could not be repaired due to unavailability of service parts. Bed was manufactured in 1993 and was out of warranty and expected life. Bed could not be repaired as service parts unavailable. Recommended customer check own stock for parts.

Manufacturer narrative:
It was initially reported that this complaint was for a model 3000 secure acute care bed. Follow-up submitted as it was determined this is for a fl13 bertec 3000. The serial number was not provided by the customer.